Event description:
Within several minutes of inserting a #6fr urinary catheter and connecting to urinary drainage bag, catheter was noted to be leaking. Upon further investigation rn noted catheter was completely severed with tubing still in patient, connection end remained on collection bag. Rn removed catheter from patient and inserted new #8fr indwelling catheter without incident.